Event description:
Boston scientific received information that during a follow up visit, this atrial lead with non-boston scientific device displayed high out of range impedance measurements. The lead polarity was reprogrammed revealing similar out of range measurements. No x-ray was performed, however a lead fracture was suspected. The device was reprogrammed from ddd to vvi pacing mode. A follow up will be performed in approximately six months. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this lead remians implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.